Event description:
The customer reported that vasoseal was used on 6/25. The site was red and inflammed when pt was discharged. On 6/26 the pt returned for dressing change. The site was slightly bruised and swollen with tenderness. The pt was ordered to apply a hot pack to the area. On 6/30 the pt had a sudden onset of groin discomfort. Ecchymosis of right suprapubic area. Ultrasound revealed a pseudoaneurysm which was surgically repaired on 7/2. On 7/9 the pt was instructed to apply a heating pad to the area to help healing. On 7/20 the pt was admitted to the hosp with an infected pseudo site. The pt was placed on IV antibiotics.